Manufacturer narrative:
(B)(4). Date of event: unknown, assumed (B)(4) day of month that complaint was reported. (B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The DHR for lot 18110 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Additional information was requested, and the following was obtained: do you have the linx product code? Lxmc14. Do you have the lot number and serial number (if applicable)? 18110. On what date was the device implanted? (B)(6) 2019. Was the device explanted on (B)(6) 2021? Yes. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Please specify the symptoms the patient was experiencing prior to implant (gerd reflux, dysphagia, pain during eating, at night, etc., )? Gerd reflux. Please specify the symptoms the patient was experiencing while the device was implanted (gerd reflux, dysphagia, pain during eating, at night, etc., )? Gas, bloat, early satiety. Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? Yes. If yes, what diagnostic testing was done and have they received the test results? Esophageal dilations, egd, upper gi, CT scan, nuclear medicine test. Did they have an autoimmune disease? I¿m not sure. Has the patient been prescribed medication? If yes, why was the medication prescribed? Was the medication prescribed to treat the dysphagia, gerd, etc. Were they taking this medication prior to implant ? Are they currently taking steroids / immunization drugs? Answer = I¿m not sure. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there is an explant scheduled for friday (B)(6) 2021. No additional information.